Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient stated not doing well and ¿did not know if this thing works or not¿. Waking up with the bed soaked, if not once or twice. The patient stated that it would start after lunch until bed time going every half hour. The patient stated that she would not probably make it to the bathroom, if she did not go even when thinking about she would have an accident. The patient would saturate five or six pads. Never thought it worked very well. Sometimes it worked better than other days. Depends on how much she has drunk. Patient could not have any alcohol. Not even a ½ a beer. Has to limit what she was going to drink. She thought it has helped some. Patient said the morning was better than afternoon or evening. She thought it was because she was finally hydrated. Patient said she has tried switching programs and then she thought it was better. She said it was so unpredictable. The patient was feeling stimulation. The patient was on program 1 at 1.0 volts. She said she could not increase it higher or she gets buzzing down left leg. Patient said she has been through all programs several times. The patient also mentioned that during childhood she had to get up in the middle of the night and in grade school would have to go in the middle of class. The patient indicators for use are for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. No further patient complications have been reported as a result of this event in the event description.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.